Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl and an insulin injection was administered to address the bg level. The contact did not know the cause of the high bg and reported that it may be due to improper diabetes management. Tandem technical support advised the contact to discuss the high bg event with a healthcare provider.